Event description:
Same case as MDR ID: 2134265-2015-00126. It was reported that a rotawire fracture occurred. The 95% stenosed, 16x3.5mm target lesion was an area of instent restenosis (isr) located in the moderately tortuous and severely calcified mid right coronary artery. During the procedure, ablation was performed at 150,000 - 200,000rpm at 15 seconds per ablation and the rotational speed decreased about 4,000 - 9,000rpm. During ablation, the rotawire was swinging and came into contact with the burr and it was then noted that the rotawire was detached approximately 15cm from the distal tip of the wire. The detached portion was removed successfully using three 0.014inch non bsc guide wires. The procedure was completed with a rota wire extra support wire and the same rotablator burr. No patient complications were reported and the patient¿s condition was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. Device was returned for analysis. The visual inspection was performed and the device returned fractured and the most distal section including the spring tip was not returned approximately 17.9cm. The overall guidewire length was approximately 312.1cm and was out of specification since the guidewire was returned fractured. The outer diameter of the spring tip could not be measured as the spring tip was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation. Do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00126. It was reported that a rotawire fracture occurred. The 95% stenosed, 16x3.5mm target lesion was an area of instent restenosis (isr) located in the moderately tortuous and severely calcified mid right coronary artery. During the procedure, ablation was performed at 150,000 - 200,000rpm at 15 seconds per ablation and the rotational speed decreased about 4,000 - 9,000rpm. During ablation, the rotawire was swinging and came into contact with the burr and it was then noted that the rotawire was detached approximately 15cm from the distal tip of the wire. The detached portion was removed successfully using three 0.014inch non bsc guide wires. The procedure was completed with a rota wire extra support wire and the same rotablator burr. No patient complications were reported and the patient's condition was good.